Event description:
The core universal driver was sent for analysis because metal flakes were coming out of the device during a procedure. Flakes were noted at the surgical site but were successfully cleaned out. No further medical treatment was administered to the patient as a result of this event. A replacement device was readily available and was used to complete the procedure successfully. No adverse event was reported.